Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Medical device: batch # unk. A valid lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: t40hd is not a complete lot number. Can you provide the correct six digit batch and/or lot number of the cdh29a device? The only number that hospital has is t40hd. Can you please confirm the surgical procedure? Rectosigmoidectomy. What were the indications for surgery? We don´t have this information. Did the patient receive any preoperative chemotherapy or radiation? We don´t have this information. Were there any issues experienced with the device in the initial surgical procedure? Everything is correct. What healthcare professional fired the device and what is his/her experience with the device? Use the item a long time. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? We don´t have this information. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, the normal inspected. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. How many days postoperative did the bleeding occur? We don´t have this information. How was the postoperative bleeding identified? We don´t have this information. What was the total estimated blood loss (ml)? We don´t have this information. Was a transfusion required? Yes. How was the bleeding addressed? We don´t have this information. What is the current status of the patient? Recuperated.

Event description:
It was reported that following a sigmoidectomy procedure, the patient had significant postoperative bleeding. During the procedure everything happened normally, the anastomosis was checked and was well.